Event description:
It was reported a balloon burst on the first inflation at eight atmospheres during dilatation of a possibly calcified superficial femoral artery. Another balloon catheter was used to successfully complete the procedure without patient complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in an artery that was possibly calcified which may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "due to the extremely thin wall thickness of the ultra-thintm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."